Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the tissue pad was deformed, peeling of the tissue pad. The reported event is inferred to have occurred through the following mechanism. 1. During output activation, nothing was grasped between the grasping section and the distal end of the probe (including after tissue resection). As a result, the tissue pad was worn out. 2. Due to friction between the grasping section and the distal end of the probe, abnormal heat was generated, which may have caused the tissue pad to partially peel off. Based on the results of the investigation, the most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that the sonicbeat 5 mm, 35 cm, front-actuated grip exhibited that the tissue pad was deformed, peeling of the tissue pad. There were no reports of patient involvement.